Manufacturer narrative:
Serial number second device - (B)(4). Device history record (DHR) review was conducted for the identified lot and serial numbers of both disposable devices. No abnormalities were found related to the reported information. These devices passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report# 1222780-2016-00273. It was reported the physician attempted to perform a novasure endometrial ablation on (B)(6) 2016 and received several unsuccessful cavity integrity assessment (cia) tests using two disposable devices. After the physician removed the second device, a hysteroscopy was performed and the physician saw a small perforation. No intervention was required. The procedure was aborted and the patient was discharged home. Dilatation (not hologic device) was performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.